Event description:
The customer reported an issue with the pump's touchscreen, which was unresponsive and frozen, preventing interaction. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The original problem persisted even after a pump reset, so technical support arranged to replace the pump and confirmed the shipping details. The customer was given instructions on using a backup therapy method and was advised on using the updated software in the replacement pump.